Event description:
It was reported that when the dx swivelock anchor, ar-8978p, was inserted into the bone, the surgeon properly screwed in the anchor; however, the driver of the dx swivelock would not disengage from the peek eyelet. Because the eyelet would not disengage, when the surgeon tried to remove the driver, it ended up pulling out the entire anchor out of the bone. The process of inserting it was repeated and again, upon trying to disengage the driver, the entire anchor construct pulled out. A different anchor was opened and used to do the procedure, doing the exact same steps of the technique, and this anchor worked fine.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the device was returned without the anchor or eyelet. No damage was observed. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.